Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No ramping display anomaly noted during testing. The device had minor scratches on the lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 158 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.